Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the complaint history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history review) for the cyclesure biological indicator (bi) was performed and found two manufacturing nonconformities prior to the time of release for shipment. Overall, there was no impact to the finished products. The complaint history for the cyclesure bi did not reveal a trend for no growth of the bi control. Trending analysis for no growth of the bi control issues associated to the cyclesure did not indicate a significant trend. (B)(4). Twenty-three samples of cyclesure bis were returned for investigation (20 were unused and 3 were used - lot# 070101). Visual analysis of the two positive controls showed that the caps were depressed and the chemical indicator disc color on the top was red. The plastic vials had stress marks on the body of the plastic vial; however, the glass ampoule was intact. One vial was crushed all the way where the glass ampoule was broken. A small amount of yellow fluid was in the vial. The other vial had a glass ampoule that was not broken. The glass ampoule contained purple media. There were no anomalies found with the twenty unused bis. The root cause of this complaint is suspected user error and failure to follow instructions. The customer likely attempted to crush the vial, but did not do so completely. Per the cyclesure IFU, using only the supplied tube crusher, the vial must be squeezed until the media ampoule has been crushed. The customer's control did not grow because the media did not come into contact with the spore disc.

Event description:
An international customer reported that they had two positive control cyclesure biological indicators (bis) from the same lot number that were incubated at the same time. One of the bis started to change color at 24 hours; however, the other one did not change color even after 48 hours of incubation. The customer did crush the bi before processing. The load associated with the bi that did not change color after 48 hours was not recalled. There were no reports of injury due to this event. It is unknown where in the chamber the bi was placed during the cycle. The results of the bis in the previous and subsequent loads were negative.

Manufacturer narrative:
(B)(4): no growth bi.